Event description:
During a pt use, it was reported that the device charged a defibrillation energy and discharged it following a 30+ second's delay. The pt was not received. The health professional at the scene informed that the device used did not contribute to the t death. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control reviewed the event download and found that the pt received 23 defibrillation shocks during the event. Physio verified the reported delay of energy delivery for the fifth shock. After completing a charge, the device delayed for 37 seconds and also logged an event code in the memory around the same time. However, physio was unable to duplicate the delay or the event code during further testing. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.